Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the procedure was a thoracic aortic aneurysm vascular repair (tavr). The physician planned to stent the left common femoral artery from a right groin approach using a 25 cm 7fr boston scientific sheath. The stent was placed and on inflation of the balloon blood was seen in the insufflator. Only the distal end of the stent balloon deployed. When removing the balloon the stent moved back to the level of the common iliac artery. After multiple inflation attempts the balloon was removed and the stent was deployed in the left iliac. An additional stent was then successfully placed in the left common femoral artery. The patient is doing fine.

Manufacturer narrative:
Engineering investigation: the device in question was not returned therefore a detailed investigation could not be performed. The details provided indicate that the procedure was a transcatheter aortic valve repair (tavr). The physician planned to stent the left common femoral artery with an icast from a right groin approach using a 25 cm 7fr boston scientific sheath. The stent was placed and on inflation of the balloon blood was seen in the insufflator. Only the distal end of the stent balloon deployed. Based on the details of the complaint it is possible that the balloon was ruptured on the endograft or upon calcifications within the target lesion. This would explain the blood coming back into the insufflator. Without the catheter in question it is impossible to determine if this is the cause of the complaint. Based on the device history records, forty-nine devices were burst tested in process and at final lot qualification testing to ensure of the integrity of the balloon. The lowest burst pressure noted was 19.56 atm. This is substantially higher than the balloon rated burst pressure of 12 atm as indicated on the product label. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8 atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12 atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the review of the device history records and product complaint details atrium can find no fault with the product. Clinical evaluation: a transcatheter aortic valve replacement (tavr) is a minimally invasive surgical procedure that repairs the stenotic aortic valve without removing the old, damaged valve. The procedure is performed by accessing the aorta through a femoral arterial access. Occasionally it is found that the femoral artery has disease or stenosis that requires placement of a stent to protect the patency of that artery. In this case, the physician attempted to stent the femoral artery on completion of the tavr procedure. There are several possibilities that could cause a balloon to rupture including contact with a piece of plaque or calcified lesion, or on a previously placed device. The instructions for use (IFU) state that the device is contraindicated in obstructions where full expansion of a balloon dilatation catheter cannot be achieve d during pre-dilation, or where obstructions cannot be dilated sufficiently to allow passage of the delivery catheter. The IFU also warns that inadvertent, partial, or failed deployment or migration of the device may result in patient injury and may require surgical intervention.